Event description:
A customer reported obtaining a non-repeatable false positive anti-hbc result for one pt sample. A false positive result may result in inappropriate physician action. There was no report of pt harm as a result of this event.